Manufacturer narrative:
The reason for this revision surgery was the patient was non-compliant and had accelerated wear on poly. The actual length of in-vivo patient service for this product is unknown since the original surgery date was not provided or could be established. The complaint states the explanted parts may have been in-vivo for approximately 8 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot number were not provided or determined during the complaint evaluation. A search of the device investigation produced no anomalies or evidence of a product issue. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. Zimmer-biomet was contacted for additional information through an invoice search and reported they have no additional information to report for this evaluation. This complaint will be closed with the lot unknown pending receipt of additional information. This event is deemed as non-product related. The root cause for this event was the result of patient non-compliance causing accelerated wear to the poly. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient being non compliant and had accelerated wear on poly. The representative tried to get details of original surgery 8 years ago, but no information was released to him.